Event description:
It was reported that during a laparoscopic cholecystectomy with cholangiogram procedure, after completing the cholangiogram and after clipping the duct the device was stuck on tissue. The surgeon removed the device by pulling the gray firing trigger forward and prying the device open. There was no tissue damage. The same device was used to complete the procedure. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.